Event description:
It was reported that the catheter pscc100 pulseselect experienced a product issue in which the slider for the catheter array became stuck after many insertions and removals, and the catheter "jammed" when it was outside the body. Guidewire removal, replacement, and flushing the lumen did not resolve the issue. The catheter was replaced which resolved the issue. The case was completed successfully with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012702698 was return and analyzed. Visual inspection was carried out. The catheter appeared intact without any visible issues. Slide function was stuck and the shape of the capture device was unremarkable with no atypical features. The catheter was connected to a test catheter interface cable (cic)without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. Mechanical verification of steering and slide mechanisms was carried out. The slide control function was stiff despite softening of the guidewire lumen using disinfectant to dilute potential dried blood. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. However, the slide control mechanism was stiff, limiting its full range of motion. The catheter was reprogrammed before connection to the generator via a test catheter interface cable (cic), and therapy deliveries were successfully performed. The lab test guidewire was inserted and retracted into the returned catheter without any resistance, and the connection was secure at the luer. The xray imaging revealed that there were entangled wires inside the shaft near the dual lumen area. In conclusion, the reported guidewire compatibility issues were not reproduced the catheter failed the return product inspection due to entangled electrode wires. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.